Event description:
The customer reported to their baxter sales representative (bsr) that the clearlink duo-vent continu-flo solution set, product code 2c8541, lot number unknown, is disconnecting from the hospira 100ml ns bag, (B)(4). The facility prepares IV's the day before use. The customer reports that this bag has the old style port. This incident involved the chemotherapy drugs taxotere and avastin. The avastin they received for a clinical trial and therefore, do not have to pay for replacement, but they did lose a good amount of taxotere and would like reimbursement for the drug. They use the baxter colleague triple channel pump. This condition occurred before the infusion was started. The nurse grabbed the tubing to connect to the patient and the spike came right out of the bag. The customer said the staff really needs to pay attention to ensuring it is fully spiked. Chemo leaked onto the clinician's scrubs and some on the gloves. There was no skin exposure and there was no contact at all with the patient. All products were switched out and the infusion was completed. The facility has stopped preparing the IV's the day before and are now preparing them the morning of and have not had any further issues. There are no samples for evaluation and the lot number is unknown. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
Customer stated that the sample is not available for evaluation. The lot number is unknown; therefore a batch review cannot be performed. Should additional information become available, a follow up medwatch will be submitted. (B)(4).